Event description:
It was reported upon removal of the brk needle, the physician discovered pieces of plastic from a fast cath introducer on the needle. During transseptal puncture for atrial fibrillation ablation, the physician inserted the fast cath sl1 sheath and brk needle. Upon removal of the brk needle, the physician discovered pieces of plastic that had sheered off the sheath and were attached to the needle. The physician stated that the stylet was in placed at the time. No adverse events were noted as a result of the incident.

Manufacturer narrative:
Approximately sometime between (B)(6) 2012. The device was not returned for analysis and review of the DHR was not possible as the lot number is unknown. The root cause classification cannot be determined as the device was not returned for investigation.